Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient ended up in urgent care for ¿interstitial cystitis (ic) flare and pre-cleanse visits to the bathroom.¿ they also added they were going to the bathroom frequently. The patient was probably going to have to go back to urgent care because of their symptoms, but they would be seeing their doctor¿s nurse practitioner (np) the following wednesday. It was noted that they were still able to connect to the implant and adjust their settings. These symptoms began on (B)(6) 2018. There were no further complications reported or anticipated.